Event description:
User received discrepant calcium results from one pt sample. Initial result was 10.8 mg/dl, repeat result in 2008 was 9.2 mg/dl twice. Initial result was reported. Pt was not treated as a result of the original result. The field service representative could not verify an exact cause, but found particulate matter in the sample and a gel like substance adhering to the sample probe tips. He noted the sampling precision failed performance checks and replaced the sample probes. Performance tests were performed.